Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is suffering from severe, incapacitating chronic daily headaches accompanied by nausea since using the device. The patient reports that the device has caused a disastrous impact on their quality of life due to numerous work stoppages over the past five years. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is suffering from severe, incapacitating chronic daily headaches accompanied by nausea since using the device. The patient reports that the device has caused a disastrous impact on their quality of life due to numerous work stoppages over the past five years. Medical intervention was not specified. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In previous report, the manufacturer reported incorrect information in box b and box h: type of reported complaint as adverse event/product problem. After pms decision has been changed, it was determined that the customer reported as serious injury. Box b1: was corrected to product problem. (Both adverse event and product problem was checked in the previous MDR) box b2: was corrected to blank. (Previously, it was life threatening) box h1: was changed from serious injury to product problem. Box h: health impact grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.